Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during test. No damage noted to motor assembly during visual inspection. Motor was tested outside of the device and passed. No unexpected pump error alarms noted during testing however, insulin pump alarm is found in the formatted history file due to a software error as per global logic analysis. Scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer was able to clear the alarm and complete insulin pump rewind. Customer also passed displacement verification test. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.